Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle right ventricular (rv) lead dislodged on the same day it was implanted, which was confirmed by x-ray and fluoroscopy. A pacing failure was also noted. The rv lead was revised the following day and remains in use. No patient complications have been reported as a result of this event.